Event description:
Pt's wife reported that her husband received the bard mesh in 2005. He got repeated infections and it was removed in 2007. The hernia also came back.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.